Manufacturer narrative:
Additional information: answers from customer to follow up questions added to b5. Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 3292285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
Additional information: how was treatment completed for customer? Another autoguard of a different lot number was used in place. What was the patient outcome? Pt was fine. What was the result whether it is an accidental needle stick or other injury. Could you please confirm? No injury reported.

Event description:
It was reported that it was difficult to retract the needle on a bd insyte autoguard pnk 20ga x 1.16in. The following information was provided by the initial reporter: the staff found that the needle is staying deployed and not retracting appropriately. This did happen during patient use and we have taken actions on our end.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.